Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a damaged lid and bezel and the footpedal port is pushed inside the unit. A functional evaluation revealed most settings cannot be tested due to the damaged footpedal port. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage.

Event description:
It was reported that the frame of the foot pedal in the fa coblator ii controller was broken. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. Results of investigation have concluded that this unit had a damaged footpedal port which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.